Event description:
For the second time in about a year, from 2 different vendors, I have had sterility problems with coopervision proclear compatibles contact lenses. The first incident was from boxes of what turned out to be counterfeit lenses obtained through phone suppliers and resulted in a product recall. Approximately 5% of phone supplier inventory was determined to be counterfet. I am now using my health care provider, and now have another lot with visible contaminants. Current lot: 200481459g exp:2009/06. Manufacturer: coopervision. Other: proclear compatibles bc: 8.6 dia: 14.2 pwr: -3.25.